Event description:
The customer reported that an 840 ventilator the graphic user interface was not working. The customer did not state if the malfunction occurred during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) to breath deliver (bd) cable assembly. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference #: (B)(4).